Event description:
On being diagnosed with adult onset diabetes, the physician assistant gave me a meter with glucose sticks, onetouch delica lancet device and a box of onetouch delica lancets. That day, I used about 20 delica lancets in a failed attempt to get one blood reading. I wasted many glucose reading sticks, because I did not get enough blood to get an actual result. The next day, ((B)(6) 2012) I called onetouch to get another lancet device and lancets. They replaced it with a onetouch ultrasoft device with onetouch ultrasoft lancets. They work fine. I have told my physician, onetouch and now you (with this complaint) not to use onetouch delica lancets, because their is too small. For me, they simple don't work. I believe they should be taken off the market. I am a retired medical technologist and I could not get these lancets to work! My inability to get a glucose reading did not affect my care. Reason for use: type 2 diabetes.